Event description:
The ge oec 9600 fluoroscopy system would not boot up.

Manufacturer narrative:
A ge oec service representative investigated the issue and found that the program memory had failed in the generator. The program memory was replaced. The system was tested and found to be operating as intended. The system was released to customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No negative pt effect was reported because of this malfunction.